Event description:
A report was received that the present location of the ipg was uncomfortable for the patient. The patient will undergo a revision to relocate the ipg.

Event description:
A report was received that the present location of the ipg was uncomfortable for the patient. The patient will undergo a revision to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the old ipg was replaced with a new one. The patient was reportedly doing well after the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.